Event description:
The customer reported that the ventilator went vent inop while in use on patient with pressure sensors failure occurrence. The customer reported that unit was in use on patient, but there was no patient harm reported.